Event description:
Technical services received a call on (B)(6) 2012. Caller reported patient is septic and developed infection. This rv lead was removed. Physician was dr. (B)(6) at (B)(6). Lead was implanted (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).